Manufacturer narrative:
MFR's eval summary: the device is an automatic external defibrillator and the actual device involved was returned for eval. Testing could not duplicate nor confirm the complaint. A visual examination revealed a slight bend in the pins internal connectors, although, these did not manifest any errors during testing. The cables and connectors were replaced for precautionary reasons. The device was received with damage to the bottom assembly, suggesting physical impact, abuse, or shock. This is the most likely cause for the customer experiencing intermittent ECG comm errors. After repairs, the device passed acceptance tests and was shipped back to the customer.

Event description:
It was reported that the device would not display ECG. The device displayed ECG comm error.